Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for evaluation. The unit returned has catheter damage (detached). The catheter was properly recognized by the imaging system when plugged into the mdu and not connection issues or errors were detected during its testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 07-jul-2016. It was reported that the imaging catheter could not be recognized. The target lesion was located in the coronary artery. During a percutaneous coronary intervention (pci), an opticross imaging catheter was selected for use. However, it was noted that the device could not recognized the catheter. The device was completely removed from the patient's body by pulling it out. The procedure was completed with a different device. No patient complications were reported and the patient's condition is good. However, device analysis revealed a catheter detachment.